Manufacturer narrative:
The event of "capsular contracture baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture baker grade IV and migration.

Event description:
Healthcare professional reported via nbir left side capsular contracture baker grade IV, device migration/implant malposition, suspected/actual rupture/deflation, change shape/size/style. Device has been explanted.